Event description:
The lay reporter contacted lfs on (B)(6) 2012 alleging an ok button issue with the patient's one touch ping meter. The reporter did not have the supplies with them at the time of the call. The reporter mentioned that they were experiencing delay of response with the buttons. Due to the alleged issue with the meter, she was pressing the "ok button twice and it would administer insulin to their daughter too soon. The reporter did not report any symptoms due to the alleged issue. The patient did not seek any medical attention due to the alleged issue. The alleged issue was not resolved over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (submission (B)(4) 2012)-device evaluation: lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. The alleged complaint was not confirmed; however a secondary issue was discovered during investigations. The returned meter had a line through the display due to a defective lcd.